Event description:
It was reported that "when the package was opened and product 60-6010-002 was brought out, it was noticed that the cut/coag buttons were labeled backwards." This issue was found before the instrument made contact with the patient.